Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed, therefore labeling/packaging review are not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a low water flow and that the circulation pump needs to be replaced. Per follow up information received via email on 11jun2024 ,patient finished therapy on a different brand device. Faulty double l tube was slightly too long. Per sample evaluation result on 29jul2024, it was reported that the arctic sun device had low flow of 1.6m/s was observed but this was isolated as a faulty gel pad. Double l tube was slightly too long. A quarter inch was removed off the tip of the double l tube on the water tank side. This to improve the flow rate. Checked, flow rate up to double digit. More than 2.2l/m.

Event description:
It was reported that the arctic sun device had a low water flow and that the circulation pump needs to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.